Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - unknown persona articular surface catalog # ni lot # ni. Unknown persona femoral component catalog # ni lot # ni. Customer has indicated that the product will not be returned because remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-00059, 0001822565-2018-00058.

Event description:
It was reported that patient underwent left knee surgery on an unknown date. Subsequently, patient had issues with her knee implant and has been going through therapy.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported under the wrong MFR number. The initial report was submitted in error and should be voided. This device will be reported under MFR 3007963827 - 2018 - 00032.

Manufacturer narrative:
Concomitant medical products: 42511200510 articular surface fixed bearing ultracongruent 62611365, 42502006401 femur cemented cruciate retaining 63422236, 42540000032 all poly patella cemented 32 mm diameter 63463162. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or photos provided; therefore, visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Per package insert persona-the personalized knee system (87-6204-005-22) pain is one of the adverse effects of the tka procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left knee surgery. Subsequently, patient has been experiencing pain with her knee implant and has been going through therapy.